Event description:
User medwatch received states: describe the event or problem: went to use the perclose proglide and it was missing the suture. Grabbed another perclose to finish the case.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. Attachment user medwatch report # mw 0700100000-2022-8029.